Manufacturer narrative:
Patient identifier: requested, unknown. Date of birth & age: requested, unknown. Patient sex: requested, unknown. Weight: requested, unknown. Ethnicity: requested, unknown. Race: requested, unknown. UDI: n/a as this product code is not exported to the us market. Implanted date: requested, not provided. Explanted date: requested, not provided. Occupation: clinical engineer. PMA/510(k) - k071494, k130520. Review of the manufacturing record and the shipping inspection record of the actual sample found no anomaly in them. A search of the past complaint file found no other similar indications for the involved product code/lot# combination. The actual device was returned to the ashitaka factory. Inspection of the actual sample: visual inspection of the actual sample found that the lock adapter had come off the male connector of the sampling system. Magnifying inspection of the actual sample found no anomaly in the appearance such as a deformation of the male connector or the lock adapter. The outer diameter of the rib of the male connector and the inner diameter of the lock adapter were measured. In comparison with a factory-retained sample, no difference in the dimensions was observed. The surface of the male connector was subjected to elemental analysis by sem-edx (scanning electron microscope / energy dispersive x-ray spectroscopy). The result showed the presence of si, which was likely to be derived from the silicone applied to the switch cocks of the three-way stopcock for the purpose of improving lubricity. Simulation test: silicone was applied to a male connector of a factory-retained sampling system, a female connector was attached to it, and then torque force was applied to a lock adapter. As a result, the lock adapter came off the male connector. Through the investigation of the mechanism by which silicone applied to the stopcocks transfers to the male connector, it was confirmed that when the product is stored in closed conditions, the concentration of silicone volatilized in the packaging bag increases and transfers to other parts. In addition, it was considered that the longer the time between the assembly process of the sampling system and its delivery to the oxygenator manufacturing process, the more silicone volatilizes and transfers to other parts. IFU states: "do not use if the package or device is damaged (e.g,cracked) or any of the port caps are off.". Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that during set-up of the circuit, it was found that the tube had come off the luer connector of the red stopcock side. The use of the product in question was discontinued. Coped by exchanging it with another product. The procedure outcome was not reported. There was no harm to the patient.